Event description:
The doctor reported that the abutment screw fractured. The implant was removed due to the screw fragment. The doctor indicated that the patient will return for a future implantation.

Manufacturer narrative:
Complaint investigator¿s visual inspection of returned component show the hex of the implant has been grossly damaged potentially from customer attempts to remove the screw. Based on visual inspection and DHR review, this event is not thought to be due to an implant failure. A definitive root cause has not been determined.

Manufacturer narrative:
Product has not been returned to manufacturer.